Manufacturer narrative:
Per t:slim g4 user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an out of range issue occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings for over 15 minutes. There was no reported adverse impact to the customer. Reportedly, the transmitter and pump were not being worn within line of site; however, the out of range issue persisted after the devices were brought within range. During troubleshooting with tandem technical support the pump was reset and sensor glucose readings were displayed again.